Manufacturer narrative:
Evaluation conclusion: the device has been scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device displays a bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.